Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer also mentioned they noticed a leak and insulin smell from the reservoir. Blood glucose level at the time of the incident was 119 mg/dl no harm requiring medical intervention was reported. The product is not expected to return for analysis.